Event description:
The patient had two leads from the same lot. It was reported the patient's lead site did not heal properly and (B)(6) was present. As a result, the patient's scs system was explanted. The patient is hospitalized and the infection is being treated with IV antibiotics. It is unk if an sjm rep was present or made aware of the explant when it took place.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results- review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices with the lot met acceptance criteria. Therefore, DHR anomaly is not related to the alleged device complaint. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.